Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the cause of the 90% lag was not determined.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal droperidol, bupivacaine and sufenta via an implantable pump for non-ma lignant pain. It was reported that the reason for the call was the patient stated he had called about the 90% lag before and in (B)(6) 2024 received the new handset and communicator and told the 90% lag issue would be resolved by the replacements but it had not resolved the issue. The patient stated he was told the lag was due to a blue tooth issue and as instructed to toggle on/off airplane mode which also had not resolved the issue. The agent reviewed the 90% lag issue and walked the patient through clearing data and the patient was able to connect to the pump quickly. The agent reviewed handset/communicator general use. The patient stated the only pain relief he got was when he bolused and it lasted for about 10-15 min. The patient stated he was able to bolus 18x a day but typically bolused 10-12x a day.

Event description:
Additional information was received from the patient reporting they had an magnetic resonance imaging (MRI) 3 weeks ago and when they went to their doctor, they were instructed to unlock the handset. Patient stated ever since then, the lag had recurred and it was getting longer and longer to go from 90% to 100%. Patient stated they were told one time 10 months ago to go to airplane mode and toggle it, but that did not work and the only way to restore the bluetooth connection and get the system to work was to restart the phone. Patient mentioned they had spent probably 3 hours a week going through the steps of reconnecting to the bluetooth and it was almost as much as having a spinal cord stimulator recharging. Agent reviewed how to clear data from the app and reviewed considerations. Patient refused to try to recreate the issue with connecting to the pump stating they were unable to recreate the issue at the time of the call due to being locked out. Patient would call back if they need further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.